Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 464 mg/dl at the time of incident. Customer treated their high blood glucose with bolus. Customer declined for troubleshooting. Customer stated that they did not bolus for a meal they had. The insulin pump will not be returned for analysis.